Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, blood was leaking from the hemostasis valve of the introducer when a non-abbott ablation catheter was inserted. The procedure was completed with the reported device with no adverse consequences to the patient.